Event description:
It was reported that the customer's insulin pump may have been delivering too much insulin. The customer stated that she had been experienced low blood glucose levels. The customer's lowest blood glucose reading was 23 mg/dl and 36 mg/dl on another occasion. The customer stated that, at one point, the paramedics were called and she was treated with a glucagon shot at her home. The customer stated that this issue did not result in a serious injury or hospitalization. The customer stated that, prior to the event, she had a cough as well as fever and was on antibiotics at the time. The exact cause of the low blood glucose was unknown. The customer declined troubleshooting. Advised customer to call back if the issue recurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.